Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The synchroseal instrument was analyzed and based on instrument logs, the synchroseal instrument encountered multiple e-2 "activation event halted" errors. These errors were confirmed via log review but could not be reproduced during in-house testing. The instrument was tested on our in-house system and passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument was connected to an in-house bipolar cautery cable on in-house system and passed energy delivery test. The instrument cut test also passed. The instrument was fully functional. Additional related observation: the instrument was found to have a torn jaw cover at the distal end. The component was damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. The probable root cause of the findings of torn jaw cover is typically attributed to the user, such as excessive contact with abrasive or hard surfaces during use or reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal displayed frequent errors and the tip curled. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.